Manufacturer narrative:
Philips service replaced the image pc with parts 459800544322 and 459800544343, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that two images were missing in a 12-image series due to image processing error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.